Manufacturer narrative:
Manufacturer¿s investigation conclusion: incidental finding: missing screw on backup battery cover. A direct correlation between the system controller being exchanged and a functional issue with the controller was not determined. The returned system controller (serial number (B)(6)) was functionally tested and performed as intended throughout all testing. A log file was extracted from the system controller which showed that the controller was put into use after the patient¿s pump exchange on (B)(6) 2025, and the system controller was exchanged on (B)(6) 2025. No atypical events were observed throughout the data, and the reason for the controller¿s exchange was unable to be determined from the log file. Questions regarding the event were asked multiple times and no responses were received. The root cause of the reported event was unable to be determined through this analysis. Review of the device history record for system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook. Rev. D, section 2 ¿how your heart pump works¿, instructs users on how to exchange their system controllers, and to never exchange their system controller without having a trained, competent caregiver at your side to assist. The heartmate 3 patient handbook, rev. D, section 10 ¿safety checklists¿, instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook, rev. D, section titled "emergency contact list", cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.